Event description:
Vaginal mesh implantation in 2010 has resulted in ongoing uti's. Am now taking daily antibiotics and am in considerable pain. Have been passed from gyn to urologist and now to an infection specialist. No one is willing to give me a firm diagnosis.